Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation. The patient's left ventricular (lv) lead was capped and replaced. No further patient complications have been reported as a result of this event.